Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker longevity had a large decrease in longevity. Disk analysis was reviewed and determined that the combination of high rate atrial sensing (increased over the past year and at an average rate of over 216bpm) and the signal artifact monitor (sam) algorithm both contributed to this increase in consumption. Technical services discussed methods to reduce the atrial fibrillation or consider programming the device to a non-atrial brady mode, turn off the atrial lead, and disable sam. The device remains in-service. No adverse patient effects were reported.